Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with issues of fluctuating volume, resulting in the decision to explant the device. The device was explanted (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(4) 2014.